Manufacturer narrative:
Device MFR dates: battery pack - 04/2007. Battery pack - 10/2007. Device evaluation summary: device evaluations of monitor, battery packs have been completed. The reported problem was confirmed. The cause of the monitor not powering up was a bent battery connector pin. The plastic alignment tab was broken. Neither battery pack would fit into the monitor. The root cause of the damage cannot be positively identified, but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The monitor was retested and restocked. Battery pack had visible water damage. It had a sticky substance on the case. Pin 1 and 6 on the battery connector were black from being burnt. Pin 2 was completely missing. Most of the board and cells had rust and corrosion on them. This battery pack was scrapped. The root cause of the damage was due to the battery pack being immersed in water. Battery pack was found to operate normally. It was restocked. No adverse event resulted from the damaged battery pack and monitor. The pt received replacement battery packs and monitor.

Event description:
The daughter of a female pt contacted lifecor customer support to report that the monitor would not turn on. She stated that the battery packs appeared as though they are going all the way in. She stated that the battery pins appear bent. Support sent the pt replacement battery packs and monitor.